Manufacturer narrative:
The device was returned with the pusher, implant and microcatheter for analysis. The pusher was found to be returned inside the excelsior sl10 microcatheter. The distal portion of the microcatheter was observed to be damaged in several locations, and the distal shape was deformed. The microcatheter coils next to the marker band and next to the distal tip were smashed. Exposed microcatheter coils were observed near the distal portion. While attempting to remove the pusher, some resistance was felt. The device was soaked in cidex and successfully removed with minimal friction. The gold connector, hypotube, and proximal body coils were found to be undamaged and in specification. Dried blood was observed on the distal body coils, which were otherwise in good condition. The resistance was taken on the device and was found to read within specification. The unit was tested with a v-grip and was found to register a green light in the four 90 degree offset directions. The strain relief was unburnt. It was observed that the implant was still attached to the pusher, and the monofilament was in good condition. The coils at the proximal tie knot were offset and damaged, and the proximal portion of the coil was stretched. The implant lost some of its shape as a result of dried blood, and the distal tip was damaged based upon the investigation analysis and available information, the reported complaint of coil detached in the microcatheter can not be confirmed; the implant was still attached to the pusher. The device was found to be stuck in the microcatheter as a result of smashed coils at the distal portion of the microcatheter.

Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned to the manufacturer. The investigation is currently underway.

Event description:
It was reported that during advancement of the embolization coil in the microcatheter, the coil detached without use of the controller. There was no reported patient injury or intervention. The patient's condition was reported to be "normal."